Manufacturer narrative:
(B)(4).

Event description:
It was later patient has experienced a loss or change of therapy. Patient reported for the last two week she was not getting relief from therapy. The healthcare provider (hcp) told her to try a different program. Patient needed assistance with using pp (patient programmer) to change to a different program. Patient was assisted with using pp to adjust setting from program 1 at 2.7 volts to program 2 at 0.9 volts. The patient was feeling stimulation. Event date was in (B)(6) 2015.

Event description:
Additional information from the consumer reported that a follow up appointment was made for 2 weeks after the surgery so they discussed the situation which led to doing #2 and 3. The circumstance that led to the lack of benefit was change in device programming. To resolve the event, the patient changed the activity level to higher numbers. All was well at the time of report.

Manufacturer narrative:
(B)(4).

Event description:
The patient stated it was not working. It was stated as exclamation on left hand corner. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. A follow-up report will be sent if additional information becomes available.